Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lobectomy procedure, the device could not fire on the first firing with a green reload. Another green reload was reloaded, but the device still could not fire. The surgeon tested the device outside the patient and found that several staples malformed with legs straight. Suture was used to complete the procedure. There was no adverse consequence for the patient reported. The device was discarded due to the patient with infectious diseases.